Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system cannot emit exposure and review images. During troubleshooting, the fse reviewed log files and found that ippc post not done, and software cannot start up. Fse reloaded the ipps os and app. After reloading the ipps os and app, the system was returned to use in good working order. The codes were updated based on the investigation outcome.